Event description:
It was reported: bilateral distal radius fractures that extend into the proximal radius. Pt. Is a rather large male. We used a wide right plate with the medium extension plate and a standard long left plate with the neutral extension. In both the left and right, as dr. (B)(6) was finishing is proximal fixation, he was fully seating his screws and the screws broke. They broke right at the neck of the screw where the head and body meet. He did not use an excessive amount of torque as he was fully seating these screws. I believe he broke the 2.7 x 16 in the right radius and 2.7 x 14 in the left radius but I'm not 100% on that.

Manufacturer narrative:
No product has been received to date so an examination cannot be performed. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related reports including this one: 3025141-2026-00183, 3025141-2026-00184, 3025141-2026-00185, 3025141-2026-00187.